Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was implanted. It's noted that valve placement was challenging. The patient presented with a 65-degree horizontal aorta, which contributed to procedural complexity. The physician attributed the difficulty to pre-dilatation with an unknown device. Vascular access was also complicated due to a chronic total occlusion (cto) on the left side and two very tight stenosis on the right. Access was ultimately achieved using sequential balloon dilatation with unknown 7 mm and 8 mm peripheral balloons. Heavy calcification was noted in the annulus, left ventricular outflow tract (lvot), and mitral valve region. Five total recaptures of the valve were necessary to achieve proper positioning within the horizontal anatomy. The final result was successful, with the valve landing at all three cusps (3/3), trace paravalvular leak (pvl), and a post-deployment pressure gradient of 7 mmhg. The length of the membranous septum was measured at 3.8mm, and the final implant depth of the valve was 3mm on both sides. During the procedure, the cusp overlap view (cov) confirmed proper positioning of the valve¿s inflow edge at the base of the aortic annulus, with the pigtail catheter correctly placed at the bottom of the non-coronary cusp (ncc). The delivery was challenging due to a horizontal aorta, requiring pre-dilation of the iliac arteries to navigate the femoral route and arch. The large flexnav delivery system. Although no conduction disturbances were observed during the procedure itself, the patient developed heart block while in the holding area post-procedure. A permanent pacemaker was required following the procedure. The patient stayed overnight for observation, but there was no clinically significant delay reported, the implanting physician attributed the complete heart block to multiple recaptures during the procedure and noted that self-expanding (se) valves are known to have this issue. The patient had no prior history of conduction disorders such as rbbb, lbbb, or av block. No allegations of device or procedural malfunction were made. The patient was discharged at the time of report.

Manufacturer narrative:
An event of heart block was reported post navitor implantation procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that during implantation procedure, the valve was re-sheathed 5 times (considered to be suboptimal per the IFU). Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported hospitalization and surgical intervention were due to case-specific circumstances. Post procedure, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per IFU "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance".

Event description:
N/a.